Manufacturer narrative:
Bed has been picked up for repair by a third party. Repair is not yet confirmed.

Event description:
Facility alleged that the siderail latch was not working on the stretcher. No injury reported.